Manufacturer narrative:
Portex bivona tts tracheostomy tube. Part identification printed on the neck flange is 5.0 ID, 7.4 od, 60mm length, and 9.5mm crd received without original packaging. Customer order history revealed that both 670150 and 750150 part number have been ordered in the past. Since no original packaging was returned with this device, unable to confirm that the packaging did not match the product returned. No lot number was provided for this complaint; therefore, unable to review manufacturing records. A complaint history review was carried out on both part numbers with no other complaints of this nature found. Based on the returned product sample and information provided, unable to confirm reported complaint.

Event description:
A report was received stating that the listed tracheostomy tube cuff was too small and did not appropriately fit/seal the pt's airway causing a significant leak around the tracheostomy tube cuff. The tracheostomy tube was replaced emergently. Allegedly, an examination of the removed device found the device did not match its respective packaging. The device received was a 9.5mm tracheostomy tube when the packaging indicated a 5.0mm tracheostomy tube. The packaging was not retained. No permanent injury occurred.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device eval. When and if the device becomes available and is returned and evaluated the manufacturer will file a f/u report detailing the results of the eval.